Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the second inflation at 14 atmospheres for 25 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the second inflation at 14 atmospheres for 25 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.